Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; although specific value was not provided. Cause was not known. Customer required assistance from spouse to treat bg via consumption of carbohydrates to address bg. Additionally, it was reported the pump battery could not be charged. The customer reverted to an alternative method of insulin therapy.